Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included a lithium-ion battery check, a battery depletion test during stressing and a battery analyzer without duplicating the customer's report. An internal inspection found flat head screw was backed out and a dark mark on the thermal pad on power interface module (pim) board. The pim board was replaced and the screw was retightened as a precaution. The pim board was scrapped after testing. The device was recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.